Event description:
Drive devilbiss healthcare was notified of an incident involving a recliner by the provider who reported that the recliner was in use without the tray installed. During use, the end user moved their leg and sustained a laceration from an exposed bolt intended for tray attachment. The injury required medical intervention, consisting of six sutures.at the time of this report, no additional information regarding device malfunction or product failure has been confirmed. The reported event involved contact with an exposed component when the accessory tray was not in place. As part of its complaint review and evaluation process, drive devilbiss healthcare will file an update if additional information becomes available.